Event description:
Dealer called requesting higher arms for (B)(4) that has the recline on it nad has to have low arms. Dealer mentioned that they have the arms setas high as possible and they are wobbly. He called in for a quote on higher arms. No quote was done because they are not available. Rep asked dealer if something needed to be tightened and dealer stated that was not the case.